Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. Blood glucose level was unknown at the time of the incident. The customer was advised to pump will be sent back for analysis and will send a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked lcd zebra connector. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked reservoir tube and minor scratches on display window noted.